Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-04. Investigation summary: bd received 21 samples and 1 photo from the customer for investigation. The photo and samples were evaluated and the indicated failure mode for gel airbubbles with the incident lot was observed. This is a cosmetic defect which should not impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tube experienced air bubbles in the gel. The following information was provided by the initial reporter: translated to english. The customer stated: one of our other sampling used tubes had bubbles in the gel of the sstii tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tube experienced air bubbles in the gel. The following information was provided by the initial reporter: translated to english. The customer stated: one of our other sampling used tubes had bubbles in the gel of the sstii tubes."